Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The transmitter was returned for evaluation. An external visual inspection and a voltage test were performed. The data file was reviewed and there was no data available. Confirmation of the reported allegation was undetermined. The probable cause could not be determined post investigation.